Manufacturer narrative:
Date of event: year of event have been provided, but month and day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the volume test 17.52, 17.60. There was no patient involvement.

Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The performance verification test was performed, visual inspection passed, delivery accuracy test was performed 3 times and passed every time. The result of the first test was 19.4, the result of the second test was 19.4 and the result of the third test was 19.2. Device passed all tests within specifications. The complaint was not confirmed due to the failure could not be replicated.